Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system is outside of clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not properly boot. Upon some functional test, fse found the flex vision and host pcs were not booting. Fse replaced the host pc and flex vision pc. After replacement of flex vision and host pcs, the system returned to use in good working order. The defective part was returned for analysis and the malfunction was confirmed and the power supply unit is the failed component. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system was not rebooting properly.no harm was reported to philips. Philips has started an investigation of this complaint.